Event description:
Anchors were brittle and falling apart/breaking as they were being inserted. Sales rep stated that the broken anchors were removed and the repair was completed with the same anchor just from a different lot number. The surgeon always uses the awl/dilator for each anchor insertion. Bone quality is unknown. Three anchors from different lot (lot # 50282583, 50235065, 50232333) were used during the procedure, do not know which one was broke.

Manufacturer narrative:
(B)(4).